Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up with a device that was exhibiting post-paced t-wave oversensing. Review of stored electrograms showed multiple episodes of noise; emi is suspected. Programming changes were made. The patients condition is fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.